Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "blood backed up the maintenance IV line" during therapy (programmed amount and delivery rate unknown) in the neonatal intensive care unit. The customer reported that two lines were running at the same time: one through the braun pump (lipid solution) and one through the sigma spectrum pumps (travsol). About 45 minutes after the change in lipid tubing, blood was observed to have backed up into the baxter paclitaxel set. It was also reported there was no patient injury or medical intervention provided.